Manufacturer narrative:
The device subject of the reported event was returned to steris for evaluation. The evaluation revealed that the jaw of the device had broken off. Based on the evaluation, the cause of the reported event was attributed to user facility personnel overstressing the device. The debakey clamp IFU states, "avoid mechanical shock or overstressing the devices." Steris offered in-service training on the proper use and operation of the debakey clamp; however, the user facility declined. A 2-year complaint review indicates this to be an isolated event. No additional issues have been reported.

Manufacturer narrative:
Investigation of the reported event is in progress. A follow-up report will be submitted once additional information becomes available.

Event description:
The user facility reported that during a patient procedure their debakey clamp broke at the tip. The procedure was completed successfully using a different device following a short delay. No report of injury.